Manufacturer narrative:
Vyaire medical investigation file #: h3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical the bellavista ventilator is showing decomm vent screen. The customer tried to do the hard reset and that did not work. No patient harm was reported.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation; therefore, a definitive root cause couldn't be determined. However, it is likely that the issue may have been caused by screen inputs during start up. Customer stated that the unit works fine after removing the batteries and ac power. There were no cfb errors in the logs. Ts advised that the unit should be good to go back in use.